Manufacturer narrative:
(B)(4).this report for the system error 2240 (air in line) alarm was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during drain 4 of 4. The technical service representative (tsr) assisted the home patient (hp). Per the hp, they disconnected during the dwell cycle and reconnected; the hc is now alarming. The tsr explained the alarm and helped the hp clear it by turning the hc off / on. The hp will call the nurse and finish with manual bag. Product surveillance contacted the hp on (B)(6) 2011. The hp did not start over with new supplies as he was toward the end of therapy. The hp did contact his nurse to let her know about the alarm. No patient injury or medical intervention was reported. No further information was available.